Event description:
Healthcare professional reported "rupture in the prosthesis". Later healthcare professional reported no complaint regarding the device. Later healthcare professional reported "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.